Event description:
The customer reported being hospitalized due to high blood glucose of 368mg/dl. The customer stated having issues with the insulin pump and not having insulin. The customer fell disoriented and had low blood pressure. Initially, the customer reported that the insulin pump alarmed motor error while loading. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned having a chest x-ray while wearing the insulin pump. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to a faulty force sensor. The unit passed the basic occlusion test. Further testing could not be performed due to the prime anomaly. The device had cracked reservoir tube lip, cracked case near the reservoir window and cracked belt clip slot. The motor tested okay.